Event description:
It was reported that an unspecified malfunction alarm occurred. The customer will reach out to their healthcare provider for backup insulin therapy. There was no adverse impact to customer¿s blood glucose level.